Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section b3: event date is estimated. Section d: during processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. Section e: initial reporter information is not currently available.

Event description:
It was reported that the patient's ipg reached end of life. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Device information, including implant date, is unknown at this time. Patient dob is unknown at this time.